Event description:
Allergan breast protests 401: after bilateral mastectomy very dissatisfied from the beginning because of shape, rotation of the prostheses very unnatural look and wrinkling. The breast and shoulder and neck muscles became very hard and painful, always tense. Because of the double trauma of breast removal and an unnatural look and feel of the breast I completely wither from any sexual engagement and became more recluse. The prostheses are also very cold because they absorb the surrounding temperature, it becomes uncomfortable to swim. Gradually a process of inflammation became more obvious with overall tightness of muscles, arthritic pain of the joints, irritable bowel and lately high eosinophil count. After a fall one of the prostheses may have ruptured, I had the prostheses removed. No breast is probably better than all the unpleasant side effects.